Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was continuing to prompt the ¿apply sample¿ message after she had applied the sample. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at noon. The patient reported using injections to manage her diabetes. It is unclear if the patient made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported 5 minutes after the alleged issue occurred she developed symptoms of ¿sweaty and shaky.¿ the patient reported on (B)(6) 2013 at p12:15am she had something to eat or drink as treatment. At the time of troubleshooting, the cca confirmed the patient was using an incorrect testing process, she was applying control solution during the ¿apply blood¿ screen was showing. The cca confirmed it was not the first time the meter had been used. The patient was unable to run a retest due to not having any test strips at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the allege disuse she developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.